Event description:
During an incident on an unk date involving a male pt in full cardiac arrest when this crew arrived, this defibrillator would not analyze the pt. It prompted "check electrodes" and wouldn't clear. The crew checked out the unit but did not switch electrodes; they tired to get better contact by moving the electrodes and pressing down on them. They checked the pt cable and it seemed fine. An als crew arrived and took over pt care. They were able to treat with their defibrillator but the pt could not be convereted even with meds. The reproter stated that the defibrillator passed when hooked to a tester and the batteries and pads were all within dates.